Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the reason for call was patient mentioned they had a nevro device and reported they had a lot of issues with their back and they had been using one of these things for a long time so they were familiar with using it. Patient's neck was infused from one to one all the way down to their back or s2. Patient had a bunch or a couple of surgeries to try to get it right. Patient's implant was in their thoracic and they used to do a really good job before getting hurt again so now they started to have to take medication. Patient was not happy with nevro because they were not MRI compatible, and they were looking to upgrade to the new nevro implant, but the leads didn't work. Patient had mris with their implant and all they had to do was turn the implant off. Patient inquired if their nevro leads were compatible as well as MRI compatible with the medtronic implants. Patient had a lead 3005 nevro model lead and they had 2 leads. Agent reviewed compatibility. Agent redirected patient to their hcp to confirm. Patient had an upcoming doctor's appointment in less than 2 weeks. Patient would be having surgery on the 15th next month. Patient denied having issues with their nevro implant. Agent attempted to ask more information, but patient disconnected the call. Due to the nature of the call agent could not ask more information. Hcp was dr. (B)(6) (first name unknown). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).